Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was changing the bags in less than two weeks because patient had more urinary tract infections. It was unknown what medical intervention was provided for urinary tract infections.